Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/05/2020.

Event description:
It was reported that the ventilator had an error code indicating a pressure relief valve (prv) cracking pressure out of range. There was no patient involvement. The customer troubleshot with technical support. The customer stated that the spring to the original pressure relief valve (prv) was physically damaged. The customer reported that replacing the prv addressed the reported issue.